Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's battery case was found to be deformed and warped, and would not allow the device to power up. Complainant indicated that there was no patient involvement in the reported malfunction.